Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary 2.1 drawer and cubie failed and was not detected on bus. The station experienced ongoing issues with retracting bands, resulting in multiple tickets for failed drawers. Despite these submissions, the issue persisted. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was not detected on the bus. A field service engineer (fse) opened the drawer, removed the cubies, removed the debris under the cubies and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.